Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that, when trying to prime the line, this ambulatory infusion pump exhibited a loud beeping noise and displayed a 'pump failure, please send for maintenance' message and shut off. No adverse patient effects were reported.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. When trying to fill the tubing the device shut down there was no system fault error. The pwa board was not functioning properly and will be replaced.